Event description:
It has been reported to philips that the azurion 7 m20 system did not boot all the way up and that there was a blue screen. No harm has been reported. The flexvision pc was replaced and the system software was reinstalled to return the device back to functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed flex viewing-pc for flex vision is not responding. Fse upon testing confirmed that network on motherboard of flex vision pc had some issue. The fse replaced the flex vision pc and installed the software. After replacement of the flex vision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.